Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without receipt of the device the reported clinical observation cannot be confirmed and a root cause cannot be assigned. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Additional information will be reported if received.

Event description:
Edwards learned of an aortic bioprosthetic valve that has been diagnosed as having high gradients after an implant duration of four (4) years, six (6) months. Patient is being assessed for implant of a transcatheter aortic bioprosthetic valve within the existing valve.

Event description:
Update received indicates that patient received implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patient is reported as stable.